Manufacturer narrative:
Additional patient ID (B)(6). Patient weight is not available for reporting. Device is an instrument and is not implanted / explanted. Device history records review was completed for part # 03.010.475, lot # 7719678. Manufacturing location: (B)(4), manufacturing date: feb 20, 2012. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent procedure. During the insertion of the nail for an intramedullary nailing of the right tibia, the driving cap broke off in the insertion handle. The threaded portion of the driving cap remained inside the insertion handle. The broken end of the driving cap was easily retrieved and did not fall into the incision area. There were no fragments generated. Another insertion handle was unavailable and the surgeon tapped the top of the insertion handle with a mallet to advance the nail. The nail was completely advanced and the surgeon was satisfied. There was no delay in surgery. No additional medical intervention was required. Standard x-rays were taken intraoperative, unrelated to the driving cap breaking. There was no patient harm and patient was reported as stable. The procedure was completed successfully. Concomitant device reported: insertion handle (part # 03.010.440, lot # 113111, quantity: 1), tibial nail (part # unknown, lot # unknown, quantity: 1). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation was completed for part # 03.010.475, lot # 7719678: one driving cap was returned for investigation. A visual inspection, device history records review, and drawing review were performed as part of this investigation. The returned driving cap is well used with numerous gouges and marks consistent with hammering. The distal threaded tip of the driving cap is broken off (the tip is approximately 25mm in length). The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. This complaint condition is confirmed. Device history records review was completed. Manufacturing location: (B)(4). Manufacturing date: feb 20, 2012. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This device is routinely used to insert the trochanteric fixation nail as well as to insert the ti cannulated tibial nail suprapatellarly per technique guides. Drawings (manufactured/current) for the device were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Aside from wear consistent with use, there were no issues found with the returned concomitant insertion handle. The returned concomitant device in this complaint record shows no evidence of having contributed to the event, and no product design or manufacturing related issue was identified with the concomitant device upon a visual inspection. Therefore, review to the specific design is not applicable. The exact cause of the complaint cannot be determined, but it was likely a combination of wear coupled with excessive/off angle hammer blows during use. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new, unique, or different patient harms were identified as a result of this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.